Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: unknown); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). The rep reported they were in a case today with a trial patient when one of the trial leads had two electrodes that were out. Rep stated they tried switching the lead to the other port and it was still out, so they replaced with a new lead. Technical services (ts) advised rep to send the old lead to the analysis lab and provided information for obtaining a return product mailer kit and provided the address, as well as this case number. Rep reported physician information. On 2024-mar-08 the rep reported the lead was damaged. The lead was returned for analysis.

Manufacturer narrative:
Correction to regulatory report # 2182207-2024-01864 follow up: 001 fdc code d16 corrected to d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information for this event description.

Manufacturer narrative:
The analysis finding code(s). The returned device was subjected to a series of standard tests that include but are not limited to, visual inspection and electrical testing. Analysis identified that the insulation on the lead was cut, consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. The returned device was subjected to a series of standard tests that include, but are not limited to, visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.